Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that they had an adverse event; however, it is unknown if the patient was wearing the dexcom system at the time of event. The patient did not wish to provide further event details. Additional patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.